Manufacturer narrative:
The reported event, was confirmed. A picture was attached at intake. It was visually observed a weld fracture.

Event description:
The user facility reported that the housing is broken at the weld found in the repair bin. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.